Manufacturer narrative:
The investigation has not been finalized yet. Several attempts were sent to gather additional information from the customer. Currently, no response was provided.

Manufacturer narrative:
The severity of the injury is unknown. There is no indication in the description that a serious injury occurred. The customer reported the incident to incident reporting & investigation centre (iric) scotland and medicines and healthcare products regulatory agency in united kingdom. The photographic evidence provided were reviewed. It shows that the rail was bent in the middle part of the rail. Product instruction for use (IFU) explains how side rails should be used and where individual should hold the rail. According to IFU "hold the top rail (c) beind the hinge point". From the photographic evidences provided, the hinge portion of the rail is far from the bend area. It is unknown when and how the rail was bent. IFU warns: "read and understand these instructions before operating the bed.[...]" "These instructions are mandatory for the safe and effective use of this product, including safety of patients and carers". The bed in question has not been manufactured since 2013. The complaint is a singular occurence, no other such incidents were reported. Taking all the above into account it is concidered, that the finger entrapment was a result of side rail handling issue. The bed failed its specification as its rail was bent, it is unknown how and when the rails was bent, it is unknown if the bed was used for treatment at the moment of incident. This complaint was concidered reportable taking a caution approach, following an allegation of finger entrapment by the device.

Event description:
An incident report was received from a foreign competent authority regarding a finger entrappment. A staff member lowered bed rail and trapped fingers. The customer indicated that the top rail was bent. Photographic evidence provided show that the metal rail was bent in the middle part of the side rail. The pictogram in the product instruction for use points out that the point where use should hold the rail is located close to the hinge, not in the middle of the rail.

Manufacturer narrative:
The investigation is in progress. Conclusions will be provided within the follow-up report once the investigation is completed. UDI not available. Device manufactured before UDI implementation. The device is distributed outside the us and no gudid information exists. H3 other text: device not released by the customer for evaluation.